Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed

Event description:
It was reported that this patient with left ventricular (lv) lead stabbing, tortuous and strangulation symptoms. The lead was explanted. No additional adverse patient effects were reported.